Event description:
Additional information was received that the valve was recaptured twice due the valve appearing to be too high (implant depth <(><<)>3 millimeter (mm)). The infold was noted at the second and last recapture. A procedural delay did occur as a result of the infold, but a second valve was not implanted. Turning of the deployment knob (actuator) was noted to be difficult, but only after the second and last recapture when the infold was noticed. After the second and last recapture, it was noted that the capsule stopped at a point (about 60% closure) beyond which the deployment knob did not respond anymore, and a result, the capsule stopped too. Per the physician, there was nothing of note in terms of patient anatomy that contributed to theinfold. There was nothing of note in terms of patient anatomy that contributed to the recapture issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated fields: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was observed while loading. The infold was first noticed during the first deployment. Turning of the actuator was not difficult during deployment, and the capsule responded when the actuator was turned. The valve was recaptured three times due to severe under-expansion, as though the valve was completely closed. A procedural delay occurred as a new, non-medtronic, valve was implanted. Per the physician, severe calcification of the existing aortic valve contributed to the infold and the recapture issue.

Manufacturer narrative:
Updated data: h6 image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The event refers to an evolut being implanted in a previously implanted surgical valve of unknown type and size. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and depth appeared to be approximately 2-3 millimeter (mm) below the surgical ring. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was deemed acceptable, and a recapture was not warranted. It was reported that during final release, an attempt to recapture was made. It is assumed that the point of no recapture had been reached which means a recapture would no longer be recommended. During the attempted recapture, there is evidence of capsule damage and failure to fully recapture the valve. As stated in the IFU, rotate the deployment knob in the opposite direction of the arrows to recapture the bioprosthesis. If the radiopaque capsule marker band has not yet reached the distal end of the radiopaque paddle attachment, the bioprosthesis can be recaptured or repositioned. During deployment, the deployment knob provides a tactile indication as a notification before the point of no recapture. Once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Conclusion: review of the device history record (DHR) and frame record for this device, the device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Valve remained in the patient, and cannot be returned for analysis. The subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The evolut fx valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012289388); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was being implanted valve-in-valve. During final release, it was observed that the valve was positioned too high at a depth less than 3mm, so the valve was recaptured. During the recapture, an infold was observed. The team was unable to close the valve completely even when the delivery catheter system (dcs) had arrived at batting. After several attempts to close the valve to replace the system, the physician decided to leave the valve in the descending thoracic aorta. The valve was released with no injuries to the patient. No adverse patient effects were reported.